Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va06ptm, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was initially reported that the patient¿s implantable neurostimulator (ins) device/therapy ¿quit working again¿ which started about 2 weeks ago and last night they had to catheterize again. The patient stated that they felt ¿little stim¿. It was reported that the patient fell last week and had another fall yesterday. It was also noted that the patient was reprogrammed 4 months ago. The patient was on program 4 at 2.7 volts and the ins was noted as on. The patient had to catheterize now and was unable to go on their own anymore. The patient had it set to a different program and increased the stimulation to a point where it hurts. The patient was told not to go over 2.5 volts and the ins was a ¿little above that now¿ and was still not working for the patient. Additional information received 2 days later reported that the patient experienced a loss of therapeutic effect. This had started ¿slowly¿ about 2 weeks ago and they began going to the bathroom less often and now had gotten worse as they were only going 2 times a day. The patient also reported a ¿fading¿ sensation in the past 2 weeks and did not feel the stimulation as strongly now as they used to. The patient stated that they had an ultrasound about 2 weeks ago for imaging of their liver and went across their stomach to the side (confirmed that no heat was used). It was reported that the ins was not turned off for this procedure. The patient stated that after the ultrasound a return of their symptoms started. It was also confirmed that the patient had slipped on fell on the ice friday and the previous week. The patient was on program 4 at 2.7 volts and had turned the stimulation up to 5.2 before it hurt them. The patient stated they used to turn the stimulation up to 3.0 before it hurt (they were told not to go above 3.0). The stimulation was noted to be at the same location. Follow up information received from the healthcare professional (hcp) 3 days later reported that cause of the issue was that the patient had fallen 3 times on ice in bad weather and hit the ¿site¿ twice. There were no abnormal impedances reported. On (B)(6) 2014, reprogramming was performed at which time they were changed from 4 to program 2 at 3.6. Impedances were noted as okay and the battery life reported as 22 to 48 months. Hospitalization was not required for the event and the patient outcome was reported as non-serious injury/illness. If additional information is received, a follow up report will be sent.